Manufacturer narrative:
Clarification to b3 date of event: partial date 2016. Clarification to d6a implant date: partial date 2005. The events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "breast drained"; "implant-associated lymphoma" (histopathological markers not reported).

Event description:
Patient reported right side "breast too swollen to fit in [their] bra...breast drained" and "implant-associated lymphoma". Pathological markers confirming bia-alcl have not been received. Device has been explanted. Manufacturer of the device is unknown.